Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: on (B)(6) 2023 at around 12 a.m. A patient was put on the ambu bag since the ventilator is not showing any display (black screen). The ventilator is alarming and ventilating but can't be turned off using the power button they removed the batteries to shut it down. On (B)(6) the ventilator was set to pcv mode and was hooked to the patient. The device was still functioning normally at this time. At around 12 a.m ((B)(6)), rt was alerted that the ventilator has no display (black screen). They went to the room and found one of the nurses performing ambu-bag to the patient. As per the nurse, the ventilator is still ventilating but the screen is black, and the buttons are not working. The nurse removed the circuit from the patient and a disconnection alarm can be heard from this point. Since the device can't be turned off using the button, the batteries were disconnected to turn off the device and the patient was given alternative ventilation. The patient is in stable condition and the ventilator was sent to the biomedical department. No patient harm.